Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they increased their carb ratios and their blood glucose readings are high. Customer's blood glucose reading at the time of the call was 441 mg/dl. It was noted that the change in the ratio may be contributing to the blood glucose readings. No further information reported.